Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the balloon ruptured. A 6.0 x 150mm, 90cm ranger drug-coated balloon was selected for use in a percutaneous transluminal angioplasty (pta) procedure in the left superficial femoral artery (sfa). The target lesion was 99% stenosed with moderate calcification and tortuosity. The balloon was inflated at 8 atm for 20 seconds during the first inflation at which point it ruptured. The balloon was removed. A new device was used to complete the procedure. There were no patient complications.